Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that there is an object in the working channel approximately 5 cm from the entrance on the cysto-nephro videoscope. The reported allegation occurred during reprocessing and the cause is unknown. There was no patient involvement reported.